Manufacturer narrative:
Concomitant medical device: other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician connected to the patient's deep brain stimulation (dbs) using the 8840 and they wiped out all settings. Factors that may have led or contributed to the issue was use of the 8840. The patient was sent back to the nursing home with no voltage settings, so they are not receiving therapy. The patient saw a different movement disorder physician in the afternoon to reprogram the settings. The issue was resolved at the time of the report. Additional information was received from a manufacturer representative (rep) on 2020-jun-08 reporting this was a device error. Connecting with the 8840 cleared all voltage settings in the patient's ins. They stated the cause is a known issue that using the 8840 on an ins previously programmed by a tablet can erase settings.